Event description:
Litigation papers allege: on (B)(6), 2009, pt was implanted with a depuy asr hip on his left side. Since the surgery, pt has suffered from increased pain and "clicking" sounds in the left hip. He has experienced instability when he walks, which has caused his left leg to give out and buckle, causing him to fall and suffer shoulder injuries, requiring surgeries. There is no mention of a revision surgery.

Manufacturer narrative:
Corrected: correction/removal reporting number. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.